Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the suggested events were confirmed. Therefore, the device did not meet its specification or function. Regarding the suggested events: 1) cloudy image and 2) foreign material adhered to the distal end (including objective lens): from the information obtained, it was not possible to determine the cause of the foreign material remaining. There was no deviation from the instruction manual in the reprocessing procedure for the area where foreign material remained, and there was no physical damage to the area where foreign material remained. The suggested events can be prevented by handling the device in accordance with the following instructions for use (IFU): inspection method described in "chapter 5, 5.5 manually cleaning the endoscope and accessories " in the reprocessing manual. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device inspection, that foreign material was found on the tip of the colonovideoscope. There were no reports of patient involvement.